Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death occurred with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was evaluated for proper operating voltage. The error log was also evaluated. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.